Event description:
It was reported that the external pulse generator (epg) suddenly stopped its operation. There was a power source issue and the light for pace/sense was flashing. Another epg was used and no further issue occurred. The epg is expected to be returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: the reported event was not confirmed. No anomalies observed in visual inspection. No anomalies found with performances during incoming inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was connected to a patient but another epg was used soon after the event had occurred, so no patient complications were reported.